Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Imagery was provided by the site and revealed the patients access vessel had presence of calcification, tortuosity, and was undersized vessel (per IFU, the access vessel minimum luminal diameter (mld) was 5.5mm). One (1) strut appeared bent outward 180 degrees at the inflow side. The sheath liner was torn. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at anytime. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. No IFU/training deficiencies were identified. The complaint was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing nonconformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the report, there was resistance felt while advancing the 26mm ultra valve and delivery system through the esheath. While in the body doing valve alignment it was observed that a valve strut was lifted. The undeployed valve was carefully pulled back into the esheath and the valve, delivery system, and 14fr esheath were removed from the patient. After removal, the sheath liner was observed to be torn. Per imagery provided, the patients access vessel had presence of calcification, tortuosity, and undersized access vessel. The presence of calcification, tortuosity, and undersized vessel can create challenging pathway during delivery system advancement, and lead to resistance. It is possible that the valve strut caught and torn through the sheath during the delivery insertion, and excessive manipulation force was applied to overcome the resistance and resulted in the bent strut at the inflow. Per training manual: push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system. Do not over manipulate the sheath at any time. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Available information suggests that patient factors (calcification/ tortuosity/ undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for frame damage was confirmed. No manufacturing nonconformances were able to be identified. Available information suggests that patient factors (calcification/ tortuosity/ undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified, a risk assessment and CAPA were previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position, the vessel was dilated with an 8mm balloon and tried to advance the 14fr esheath with no success. The esheath was left partially in and the vessel was dilated with a 9mm balloon. The sheath was attempted to be advanced the remainder of the way with no success. A 10mm balloon was used to dilate the vessels and a new 14fr esheath was inserted. The new 14fr esheath was advanced to proper position. While advancing the 26mm ultra valve and delivery system through the esheath, there was resistance felt. While in the body doing valve alignment it was observed that a valve strut was lifted. The undeployed valve was carefully pulled back into the esheath and the valve, delivery system, and 14fr esheath were removed from the patient. After removal, the sheath liner was observed to be torn. A new 14fr esheath was then placed and a new 26mm ultra valve was able to be advanced through the esheath and deployed successfully. The procedure was successful and there was no patient injury. The patients access vessel mld was 3mm x 4mm. The vessel was calcified. The vessel was predilated using a 10mm balloon.